Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal tip of a mitek suture grasper broke away and fell into the patient's body. The surgeon was not able to retrieve the fragment; however the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and visually evaluated; both with the naked eye and under power. In general, the device appears in very good new condition; however, upon a magnified view, it is noted that an extremely small portion of the most distal tip, the tissue penetrator tip, is missing; approximately 0.5mm. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this device/lot that were released to distribution. It is possible that while penetrating soft tissue, the user ran into hard bone causing the extreme tip to break; outside of this hypotheses and consideration we cannot discern any other root or underlying cause for the device's failure. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.